Event description:
The facility reports after loading the cassette, the fluid leaks from the line that connects to the patient. No patient injury or medical intervention reported per baxter affiliate.